Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons leaving cotton behind [foreign body in reproductive tract]. Odor-vagina [vaginal odour]. Tampons - leaving cotton [device breakage]. Case description: consumer reported via email that the tampon was leaving cotton behind. No serious injury was reported.